Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was implanted with an implantable neurostimulator (ins) for radiculopathy and spinal pain. The patient had replacement due to eos (end of service), and the wound has not been closing since replacement. The hcp brought the patient in to wash out wound, revise device, and add tyrx pouch. The hcp provider reclosed the wound and has been keeping eye on wound. The issue was resolved at the time of the report.